Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and pass. Voltage test: pass. Pairing/download test with nordic bluetooth device: pass. A review of the share logs was performed and signal loss not found for serial number (B)(6) within the investigation window.the allegation was not confirmed. The probable cause was determined to be reported allegation not confirmed. The reported event of signal loss over 1 hour is reportable based on transmitter passed all testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.